Event description:
Owens and minor cardiac packs had contaminants in the lap sponges. The lap sponges found in the phs packs are made by medical action. Vendor item #430400040. Description: sponge, lap 18x18 pre-washed. Warehousing: (B)(4). Dates of use: (B)(6) 2015. Reason for use: scheduled surgery.